Manufacturer narrative:
The date of this submission is 31-jan-2014. This is follow up submission for the fourth product in this case. The manufacturer report number for this submission is 8041101-2013-00061. The manufacturer report number for the first, second, and third products in this case are 8041101-2013-00058, 8041101-2013-00059 and 8041101-2013-00060 respectively. This complaint was reported at same time as manufacturer number 8041101-2013-00057. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss, mint waxed for oral hygiene (route - dental, frequency, lot number and expiration date unspecified). After an unspecified duration, during the use the consumer noticed that the metal cutter broke off entirely from the container and as a result of this the device was hard to use. The consumer further stated that the metal cutter had broke three times in the past during the use. This report had no adverse event and the action taken with the device unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 17-jan-2014: as field sample and lot number were not provided by consumer lot trend analysis, batch record review, retain sample inspection and sample inspection could not be performed. A review of the data associated with the complaint and manufacturing related issues for the product revealed no unfavorable trends. Based on the information available, the device was used as intended for treatment. The disposition for this complaint was undetermined. Complaint trends will continue to be monitored. The gender of the consumer was corrected from unspecified to male. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This is an initial submission for the fourth product in this case. The manufacturer report number for this submission is 8041101-2013-00061. The manufacturer report number for the first, second and third products in this case are 8041101-2013-00058, 8041101-2013-00059 and 8041101-2013-00060 respectively. This complaint was reported at same time as manufacturer number 8041101-2013-00057. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss, mint waxed for oral hygiene (route - dental, frequency, lot number and expiration date unspecified). After an unspecified duration, during the use the consumer noticed that the metal cutter broke off entirely from the container and as a result of this the device was hard to use. The consumer further stated that the metal cutter had broke three times in the past during the use. This report had no adverse event and the action taken with the device unknown. This report was considered a reportable malfunction case in the united states.